Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) 2019 with blood glucose of 12 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated their significant other was sent to prison and when she's stressed, her blood glucose drops or goes really high. The insulin pump will not be returned for analysis as it was lost during the customer's hospitalization.